Event description:
It was reported that the high voltage (hv) lead impedance started to decrease. The lead was capped and replaced on (B)(6) 2017. The procedure was successfully completed. There were no adverse consequences to the patient.